Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to improper diet. It was not reported if the patient was hospitalized for the event. It was reported that the patient was operated for treatment however, treatment for the event was not reported. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.